Event description:
It was reported that about 8 minutes into a nerve repair on a hand, there was bleed through. The tourniquet cuff was removed and the procedure was completed successfully without any tourniquet used. There were no adverse consequences reported.

Manufacturer narrative:
Device has not yet been received by the manufacturer. When the device is received, an investigation will be performed and a follow-up report will be filed.